Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cyst ("cysts"), anxiety ("anxiety") and pain ("pain"). The patient was treated with surgery (surgery to removed device). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, abdominal pain, cyst, anxiety and pain outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, device dislocation and pain to be related to essure. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: right essure migrated to uterus"), device dislocation ("migration of implant") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") in a 37-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol regular. Other product or product use issues identified: medical device monitoring error "she had endometrial ablation on (B)(6)2013 (novasure endometrial ablation)" (seriousness criterion medically significant). The patient's medical history included bleeding vaginal, cervicitis, endometrial polyp, herpes simplex, blood pressure high, hiv disease, adenomyosis, sleep apnea, anemia, intramural leiomyoma of uterus, vaginal discharge, hemorrhagic cyst, right lower quadrant pain, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, leiomyoma nos, menometrorrhagia, constipation, menorrhagia, bladder incontinence, vaginal itching and bacterial vaginosis. The patient's historical drugs included zovia, complera, epizcorn, intraverse, invirase, norvira and prezista. Concurrent conditions included migraine, adenomyosis, yeast infection, bladder infection, uti and amenorrhea. On an unknown date, the patient started tylenol regular at an unspecified dose and frequency. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). In (B)(6)2017, the patient experienced pelvic pain ("pain, side pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced ovarian cyst ("cysts, right ovarian cyst"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic total hysterectomy,bilateral salpingectomy,cystectomy (rt.), possible oophorectomy and myomectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, device dislocation, uterine leiomyoma, abdominal pain, ovarian cyst, anxiety, vaginal infection and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: medial migration of essure device - right essure had migrated.. Pathology test - on (B)(6)2017: uterus, hysterectomy cervix - no pathologic diagnosis endometrium - proliferative pattern (continued) rare focus of stroma fibrosis. Bilateral metallic coils consistent with essure inserts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; .abdominal pain, migration of right essure, pelvic pain, uterine fibroids, ovarian cyst. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received : lot number and expiration date of essure added. Events " vaginitis, fibroids,right ovarian cyst, dysmenorrhea and migration of essure device location of device: right essure migrated to uterus" were added. Outcome of event side pain was updated as recovered. Additional reporter, reporter details, concomitant drug, historical drugs and medical history were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure migrated to uterus'), device dislocation ('migration of implant') and uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition: fibroids') in a 37-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol regular. Other product or product use issues identified: medical device monitoring error "she had endometrial ablation on (B)(6) 2013 (novasure endometrial ablation)" (seriousness criterion medically significant). The patient's medical history included bleeding vaginal, cervicitis, endometrial polyp, herpes simplex, blood pressure high, hiv disease, adenomyosis, sleep apnea, anemia, intramural leiomyoma of uterus, vaginal discharge, hemorrhagic cyst, right lower quadrant pain, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, leiomyoma nos, menometrorrhagia, constipation, menorrhagia, bladder incontinence, vaginal itching and bacterial vaginosis. The patient's historical drugs included zovia, complera, epizcorn, intraverse, invirase, norvira and prezista. Concurrent conditions included migraine, adenomyosis, yeast infection, bladder infection, uti and amenorrhea. On an unknown date, the patient started tylenol regular at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). In (B)(6) 2017, the patient experienced pelvic pain ("pain, side pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced ovarian cyst ("cysts, right ovarian cyst"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic total hysterectomy,bilateral salpingectomy,cystectomy (rt.), possible oophorectomy and myomectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, uterine leiomyoma, abdominal pain, ovarian cyst, anxiety, vaginal infection and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: medial migration of essure device - right essure had migrated.. Pathology test - on (B)(6) 2017: uterus, hysterectomy cervix - no pathologic diagnosis endometrium - proliferative pattern (continued) - rare focus of stroma fibrosis - bilateral metallic coils consistent with essure inserts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; .abdominal pain, migration of right essure, pelvic pain, uterine fibroids, ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.